Event description:
The reporter contacted animas on (B)(6) 2012 alleging the symbols on the keypad are completely worn off. The reporter denied any tactile changes or evidence of moisture in the pump. There was no reported adverse event associated with this complaint.

Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. Worn symbols were confirmed. On testing, the up arrow, down arrow and ok buttons were responsive. The contrast button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and down arrow buttons.

Manufacturer narrative:
(B)(4). The narrative was noted to contain inaccurate information and has been updated to reflect the correct information.